Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim when this product is connected to a pre-filled or syringe, the liquid does not come out. The affected quantity is 6 pieces, and the sample can be returned. Photographs are available. A green claim settlement is required, as is a complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information in adverse event or prod prob (b) investigation result: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24015646. The feedback provided by the customer states that, "when this product is connected to a pre-filled or syringe, the liquid does not come out." Further information from the customer has stated that the connector was first connected to the infusion set. After it was found that the liquid was not flowing, it was successively connected to a 5ml syringe, a bd pre-fill and other brands of pre-fill, but the liquid still did not flow and then the nurse replaced it with a 2000e connector. Still, the liquid was not flowing. To rule out manual reasons, the connector was connected to the bd pre-fill multiple times, but it was still blocked. Furthermore, the problem occurred when the three connectors were first connected to the syringe. The customer also confirmed that there were no visible damages identified to the connector. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24015646 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
Additional information: the connector was first connected to the infusion set. After it was found that the liquid was not flowing, it was successively connected to a 5ml syringe, a bd pre-fill and other brands of pre-fill, but the liquid still did not flow there was no visible damage to the connector the nurse then replaced it with a 2000e connector. Still, the liquid was not flowing. To rule out manual reasons, the connector was connected to the bd pre-fill multiple times, but it was still blocked the problem occurred when the three connectors were first connected to the syringe.